Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other events for the reported lot. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Not returned.

Event description:
"When placing the implant (impaction), the metallic wire detached from the implant, making the implantation impossible. The incident happened for a second time. Another implant was used to complete the procedure."